Event description:
It was reported that "one connector produced multiple metal shards. One connector's set screw would not advance, it was free spinning in the connector."

Manufacturer narrative:
Lot number 086291 was also mentioned in the per. It is unknown which lot number was involved with producing metal shards. Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.